Event description:
The pt presented for percutaneous coronary intervention following an acute mi. Angiography revealed no flow and thrombus burden in the svg to the lad. The physician had difficulty placing a guidewire through the svg. After wire placement, there was still no flow in the svg. Pre-dilatation with a 2.0 mm x 10 mm angioplasty balloon was performed followed by thrombectomy with thromcat. After a run time of about 2 min, the thromcat stopped running. Following thromcat removal, the physician noticed some catheter deformation at around 6 cm from the tip. However, there was now timi 3 flow within the svg. There was no injury associated with the malfunction. Upon eval of the returned device, a small helix fracture and breakout of the catheter (less than 1 rotation) was seen. It was then determined that this complaint was reportable.

Manufacturer narrative:
Explanation of results - the thromcat thrombectomy catheter has the ce mark for coronary and infrainguinal arteries. The device is not indicated for saphenous vein bypass grafts. Reason for no conclusion - as of the date of this report, the complaint investigation is ongoing. The investigation report will be sent to FDA in a follow-up report.